Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed based on review of the submitted log files. Although a specific cause for the alarms cannot be conclusively determined through this evaluation, the account reported that the low flow alarms were attributed to hypertension. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure and hypertension could not be conclusively established through this evaluation. A review of the submitted log files revealed low flow alarms associated with elevated pulsatitlity index (pi) values. No other unusual events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information has been provided at this time. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including right heart failure and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient awaited transplant listing. The patient had very frequent low flow alarms and the site was concerned about how many alarms occurred. Log files were sent for review. The event log file captured 31 low flow alarms on 15aug2025 between 8:07:09 and 14:31:45. The event log file captured 86 low flow flags which did not persist long enough to trigger low flow alarms on 15aug2025 between 8:06:48 and 14:31:36. These occurred at times when pulsatility index (pi) was elevated. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues that caused these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. The cause of the low flow alarms was determined to be hypertension. Blood pressure remained labile, and the patient was being treated with both intravenous (IV) and po medications for blood pressure management. The patient received a heart transplant due to right ventricular failure. The device had operated as intended. The patient outcome was not considered to be device or therapy related.